Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the device, the device history record was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided.   Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted with an original m. E. Müller straight stem standard on (B)(6) 2012, which was revised on (B)(6) 2016 due to periprosthetic bone fracture on (B)(6) 2016. Patient is part of the (B)(6) study ((B)(6)).

Manufacturer narrative:
Additional information received on march 14, 2017. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Vent description (event details, per): it was reported that a patient was implanted with an original m. E. Müller straight stem standard on (B)(6) 2012, which was revised on (B)(6) 2016 due to periprosthetic bone fracture. Patient is part of a clinical study. Review of received data: on (B)(6)2012 left hip ap postoperative: cemented stem orthograde, cerclage below trochanter minor. Cup cemented, no fracture visible. Three months left hip ap: compared to the previous x-ray unchanged position without any indication of loosening or implant failure. One year left hip ap: osseous structures lateral to the stem are not shown. Narrow gap at the interface cement / bone above the trochanter minor in the area of the medial shaft shoulder. Two years pelvic overview: unchanged conditions compared to the previous x-ray. Three years pelvic overview: unchanged conditions compared to the previous x-ray. On (B)(6) 2015 left hip ap (3 years): compared with the previous x-ray no relevant abnormalities. On (B)(6) 2016 hip with proximal femur ap left, femur left with knee joint: transverse fracture, diaphyseal below the stem with slight axis deviation in varus type c (vancouver classification according to masri et al.). Implant is intact compared to the previous x-ray, no signs of loosening. On (B)(6) 2016 pelvic overview and left hip in incomplete lauenstein projection: a comparable second projection plane corresponding to the lauenstein projection is not present. Postoperative condition after implantation of a 260 revitan stem and additional secured with 4 visible cerclage vires. On (B)(6) 2017 pelvic overview and left hip with proximal femur ap, femur left with knee joint ap: in comparison to the postoperative pre-treatment, a second screw is shown distally, the osteotomy clefts are more clearly visible. The greater trochanter is structurally smaller with intraosseous structure loosening. The surgical notes were provided in spanish and translated internally. Dr. (B)(6) did also a review of the surgical notes. On (B)(6) 2012: (B)(6) year-old man goes to ER because of strong pain in his left hip. He has not been able to move his left hip very well since about 7 months. No clear contributing conditions or any traumatic incidents. He had a surgical intervention for a liposarcoma on the left thigh two years ago (2010). A scan from (B)(6) 2012 informs of a femoral fracture below the femoral head, it cannot be ruled out that it is associated to rdt vs a relapse of the previous pathology. Patient is programmed for a pelvic rm in (B)(6) 2012. Examination: the scarring of the previous procedures shows no signs of infection. He has slight pain when physical examination is done. No pain when resting. No sign of deformity or shortening of this extremity. On (B)(6) 2012 left tha is performed with satisfactory results and no mishaps / problems during surgery or after recovery. Surgery report (B)(6) 2012 diagnosis: femoral fracture underneath the femoral head. Procedure: partial replacement of the hip joint surface the head of the femur. Cemented cup avantage 45 polyethylene double mobility head 22mm self-blocking stem 7,5 and plastic cover 12. During surgery it is observed that the fracture underneath the femoral head has pathological appearance and the head is sent to pathology for investigation. Stem 10 is implanted; the reduction of the definitive polyethylene is not possible after the liberation of soft tissue; the cement and the stem are extracted. A calcar fracture happens and it needs to be repaired. Stem of 7.5 is used metallic head short neck 22mm with polyethylene reduction, wash, staples. Background: liposarcoma of high degree with radical treatment on (B)(6) 2010. Fall and tibia plateau fracture on (B)(6) 2010. Femoral fracture underneath the head on left femur arthroplasty on (B)(6) 2012. Tha on left side. Surgery (B)(6) 2016 revision of the hip arthroplasty ¿ removal of the acetabular and femoral components diagnosis: complications with the hip prosthesis. Procedure: femoral fracture is observed, femoral osteotomy follows, extraction of the stem and cement. Rasping femoral canal, trial components are tested. Revitan 269 /65 distal with two screws dual mobility head 22 with polyethylene; reduction, cleaning, staples. No product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer biomet. Root cause analysis root cause determination using dfmea: wrong combination of components due to lms marking is not readable under or lighting, marking parameters are not sufficient enough => possible: wrong combination of products. Off label use. Failure of connection between stem and ball head due to improper connection of ball head during surgery: possible: wrong combination of products. Off label use. Failure of connection between stem and ball head due to wrong selection of ball heads due to unknown compatibility list : possible: wrong combination of products. Off label use. Damage of bone due to high load due to insertion or revision/ explantation: possible: as it is unknown why the patient bone was broken. Conclusion summary: there were no devices returned for investigation. It cannot be said why after 4 years of implantation of a cemented müller stem (left side) due to femoral neck fracture, a periprosthetic femoral fracture was occurred. There is no correlation with the implant (no evidence for implant failure). A revision surgery was performed and a revitan stem was implanted. The müller stem was implanted in 2012 together with biomet products. The combination with competitor products was not approved by zimmer (B)(4) by that time and therefore is considered as off-label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).